Event description:
It was reported during a lap colon procedure, there was no activation with either min or max on the device. Troubleshooting occurred. Another instrument was used to complete the procedure with no patient consequence.